Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a bronchoscopy, the nurse found the missing of the cup of the subject device when withdrawing the subject device from the patient after a biopsy. Therefore doctor temporarily suspended the procedure. After that, the doctor flushed water into the instrument channel of the scope and aspirated water. As a result, the fragment was retrieved. No patient injury was reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00147 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the similar cases in the past, omsc presumes the cup of the subject device was broken due to the following occurrence mechanism. The user inserted the subject device into the endoscope while the cup was not closed. As the result, the cup of the subject device was stuck in the instrument channel of the endoscope and it was deformed. And eventually, the cup was broken since the user withdrew the subject device while it was stuck in the instrument channel of the endoscope. The instruction manual of the device has already warned as follows; do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.